Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, the ceramic tip was detached. The customer's reported complaint description of tip fractured and detached is confirmed. The ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have completely detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. Approximately 4 mm of ceramic tip remains attached to portion of semi rigid protruding for the shaft. Connected device under investigation to complaints lab generator in order to duplicate test conditions from field complaint. The device under investigation pump tubing was connected to lab generator pump. Started pump using water as coolant media. Inserted device under investigation distal end in free air. Enabled 60-watt power output, no high reflected power condition displayed output power is 44 watts with 60 watt setting. Enabled 140-watt power output, no high reflected power condition, displayed output power is 102 watts at 140 watt setting. The cause of this type of thermal event could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. The solero applicator was tested at 140 watts for 20 seconds with no issues. The unit was set for 6 minutes at 140 watts for the initial ablation cycle with the intention of repositioning the applicator after the cycle and performing two additional cycles with repositioning after each. The procedure was to be completed using a new applicator for a fourth cycle, also at 140 watts for 6 minutes. The procedure was being performed percutaneously with normal intercostal placement with no adjunct tools used. During the procedure, no error codes were received. During the three ablation cycles, the applicator was repositioned after each ablation cycle but was not fully withdrawn and inspected between each ablation. It was visualized via CT. It was reported the applicator felt noticeably abnormal on withdrawal; less resistance and tip fragment clearly lodged in ablated area. It was then noted the tip had detached and remained lodged in the patient's lung. The procedure was completed as planned, using the second applicator. It was determined to not remove the tip as the patient was deemed unfit for surgery. The total time of the procedure was 24 minutes.